Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out of range pace impedance (>2000 ohms) and loss of capture. There was no asystole. An invasive procedure was performed to explant and replace the lv lead. The lead was discarded and will not be returned for analysis. No adverse patient effects were reported. The device remains in service.